Manufacturer narrative:
B5: corrected event description manufacturer's investigation conclusion: the reported event of two no external power alarms was confirmed via the provided log file; however, the reported event of a yellow wrench alarm was not confirmed. The first alarm appeared to have been caused by the voltage within both power dropping to 0 volts simultaneously, and the cause of the alarm was unable to be determined. The alarm resolved within a few minutes when power was restored to the system. The second alarm appeared to have been caused by a loss of ac power, as the voltage within both cables steadily decreased leading up to the alarm. The alarm resolved within a few seconds when power was restored, and no other notable events were observed. The mpu (serial number (B)(6) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. Available information suggests that the mpu remains in use. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was also observed to have been manufactured with a v-lock ac power cord. The heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/no external power conditions and yellow wrench alarms. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's mobile power unit (mpu) came unplugged, causing a no external power alarm. When it was plugged back in it showed a yellow wrench alarm, and the patient reported another no external power alarm one hour later. Upon testing in the clinic there appeared to be no issues. The patient reported being unsure of the charge in the mpu's batteries, and the customer changed them. Log files were submitted for review, and the event log captured the first no external power alarm on 09jan2025 at around 15:29. The emergency backup battery (ebb) engaged correctly upon the loss of power, and the alarms resolved once external power was restored. The second no external power alarm was captured on (B)(6) 2025 at around 16:28 while the patient was connected to the mpu and also came with low voltage events consistent with a sudden loss of power to the mpu. Again, the ebb engaged correctly, and the alarms resolved once external power was restored.

Event description:
It was reported that the patient's mobile power unit (mpu) came unplugged, causing a no external power alarm. When it was plugged back in it showed a yellow wrench alarm, and the patient reported another no external power alarm one hour later. Upon testing in the clinic there appeared to be no issues. The patient reported being unsure of the charge in the mpu's batteries, and the customer changed them. Log files were submitted for review, and the event log captured the first no external power alarm on (B)(6) 2025 at around 15:29. The first alarm appeared to be the result of a simultaneous system controller power cable disconnect from the mpu. The emergency backup battery (ebb) engaged correctly upon the loss of power, and the alarms resolved once external power was restored. The second no external power alarm was captured on (B)(6) 2025 at around 16:28 while the patient was connected to the mpu and also came with low voltage events consistent with a sudden loss of power to the mpu. Again, the ebb engaged correctly, and the alarms resolved once external power was restored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.